Event description:
It was reported that cartridge did not fully snap into pump, causing concern about fit and use. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge with guidance from technical support, confirmed no damage or debris, cleaned pneumatic tap area, reloaded original cartridge through pump menu, and successfully resumed insulin therapy; no additional issues were reported.